Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, pause episodes were recorded by the device due to undersensing. No intervention was performed and the patient was stable with no adverse consequences reported.